Event description:
Pt had open treatment, left subtrochanteric hip fracture utilizing acephalomedullary intramedullary nail. While at home, approximately three weeks later, she experienced sudden hip pain. On arrival in the ER hip x-ray noted the intramedullary rod was broken and there was a comminuted fracture of the proximal left femur. No dislocation was noted, and no destructive osseous lesion was noted either. Pt had old rod removed and open treatment for left sub trochanteric and proximal third femoral shaft fracture with an intramedullary nail.